Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found a large salt bridge on the reference electrode. Her removed all of the electrodes and cleaned/dried the ise block. He replaced the electrode, checked the cell rinse volume and sodium concentration of naoh, and performed ise checks and a precision test with acceptable results. The customer performed successful calibration and qc. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na+ for gen.2 results for 4 patient samples on a cobas 6000 c501 module. The initial sodium result was 134 mmol/l and the repeated result was 141 mmol/l. The initial sodium result was 127 mmol/l and the repeated result was 134 mmol/l. The initial sodium result was 130 mmol/l and the repeated result was 140 mmol/l. The initial sodium result was 133 mmol/l and the repeated result was 140 mmol/l. The results were reported outside of the laboratory. The reagent lot number is g62 with an expiration date of 20-jul-2021.